Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and under delivery of insulin on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 800 mg/dl and current blood glucose level is 402 mg/dl the customer experienced symptoms such as diabetic ketoacidosis, nausea, vomiting, abdominal pain, difficult breathing. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.